Event description:
Customer reported that the pump did not detect the cartridge, resulting in a series of cartridge alarms. There was no reported impact to the customer¿s blood glucose level. Different cartridges were tried without success, and as a result, the device is being returned, and a replacement pump will be provided.